Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: product ID st-jude-lead implanted: 2013 (B)(6); product ID st-jude-lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that an alert was activated due to high lead impedance out of range. A procedure was scheduled and before the procedure commenced noise was observed with touching of the pocket. Lead to tissue contact was confirmed by fluoroscopy. Upon visual inspection the device set screw appeared to be loose. It was noted that at initial implant the lead had to be inserted and extracted many times before obtaining a secure connection to the device. The device was explanted and returned for analysis. There were no patient complications reported as a result of this event.